Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there fracture on the right ventricular (rv) lead pace/sense (p/s). The p/s was explanted and replaced. The high voltage portion remained in use. No patient complications have been reported as a result of this event.